Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in need of repair. The device is expected to return for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of an issue with the ventricular output connector of the external pulse generator (epg) however it was noted that the atrial output connector was broken. It was also noted that the hanger was cracked and contaminated, upper and lower case halves were contaminated, keyboard was scratched and contaminated, main seal was contaminated, hanger screw was contaminated and both wires on the liquid display screen (lcd) were pinched (not compromised). All found defective parts were replaced and all other identified issues were resolved with firmware updated and the epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg had a ventricular output connector issue which required repair and that there was no patient involvement. It was further reported that the epg was returned for repair.